Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's left eye due a bent haptic noted during insertion. The incision was enlarged to remove the lens and another lens of the same model number was implanted successfully. Please reference MDR #1119279-2013-00311 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.